Event description:
A consumer reported that their implantable neurostimulator (ins) had been revised three times since implant due to the ins trying to migrate out of their body. There were no allegations of a system use issue during the revision. The patient had completely recovered. The dates of the revisions were unknown. The patient's indication for use is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.